Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the cause of death was pneumonia secondary to a stroke with dysphagia. The patient was a participant of the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the cause of death was pneumonia secondary to a stroke with dysphagia. The patient was a participant of the product surveillance registry study.